Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a physician. This case concerns an adult female patient who received treatment with synvisc injection and after unknown latency knees were inflamed and had alpha hemolytic streptococcus detected in specimen. Patient had a history of diabetes and no history of gout. No past drug, concomitant medication and concurrent condition was provided. On an unknown date in 2017, patient initiated treatment with intra- articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). It was reported that the patient had a very bad reaction to injection 2 last week. On an unknown date in (B)(6) 2017, after unknown latency, patient's knees were swollen, inflamed and painful. They dew out tons of fluids. It was reported that 2 types of crystals, gout crystals and pseudo crystals were found. Patient was given IV cortisone. On an unknown date in (B)(6) 2017, after unknown latency, in the lab, the specimen grew alfa hemolytic strep. No further information was provided. Action taken: unknown. Corrective treatment: cortisone for knees were inflamed and not reported for specimen grew alfa hemolytic strep. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for knees were inflamed and important medical event for joint infection. Additional information was received on 15-nov-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 15-nov-2017: the additional information dose not alter the previous case assessment. This case concerns a female patient who presented joint inflammation, specimen grew alpha hemolytic streptococcus test positive after receiving treatment with synvisc. Based upon available information, causal role of suspect product cannot be denied for occurrence of events. However, further detailed information regarding injection technique, medical history, concurrent conditions, concomitant medications and other risk factors would aid in better assessment of case.

Event description:
This unsolicited case from united states was received on 18-oct-2017 from a physician. This case concerns an adult female patient who received treatment with synvisc injection and after unknown latency knees were inflamed and had alpha hemolytic streptococcus detected in specimen. Patient had a history of diabetes and no history of gout. No past drug, concomitant medication and concurrent condition was provided. On an unknown date in 2017, patient initiated treatment with intra- articular synvisc injection (dose, frequency, indication, batch/lot number and expiration date: not provided). It was reported that the patient had a very bad reaction to injection 2 last week. On an unknown date in (B)(6) 2017, after unknown latency, patient's knees were swollen, inflamed and painful. They dew out tons of fluids. It was reported that 2 types of crystals, gout crystals and pseudo crystals were found. Patient was given IV cortisone. On an unknown date in (B)(6) 2017, after unknown latency, in the lab, the specimen grew alfa hemolytic strep. No further information was provided. Corrective treatment: cortisone for knees were inflamed and not reported for specimen grew alfa hemolytic strep. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for knees were inflamed and important medical event for joint infection pharmacovigilance comment: sanofi company comment dated 25-oct-2017. This case concerns a female patient who presented joint inflammation, specimen grew alpha hemolytic streptococcus test positive after receiving treatment with synvisc. Based upon available information, causal role of suspect product cannot be denied for occurrence of events. However, further detailed information regarding injection technique, medical history, concurrent conditions, concomitant medications and other risk factors would aid in better assessment of case.